Event description:
It was reported that the customer was having sensor issues. Customer stated there was 60-100 points difference. Customer reported that she had calibration error and the needle was bent. Customer blood glucose was 269 mg/dl. Customer ruled out the cause of calibration errors except for sensor reading and blood glucose reading difference. Advised to call back for troubleshooting when customer receives calibration error. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.